Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported five weeks after implant that the patient's right atrial (ra) lead had dislodged as evidenced by no pacing capture and confirmed by x-ray. The ra lead was attempted to be repositioned but the helix could not be retracted. Upon removal it was noted that there was tissue on the helix. Another ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.